Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak at the y-site is confirmed but the exact cause remains unknown. One 20 ga x 0.75 in ez huber infusion set w/y-site was returned for investigation. The sample was flushed through the y-site connector. No leaks were observed. Additional flushing and pressurization through the proximal connector resulted in a bead of water forming at the blue valve. A continuous leak was not observed. High pressures or use with power injectors may cause leakage. Since the sample was observed to form a bead during pressurization and the conditions during use are unknown, the exact cause could not be determined. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the huber needle leaked at the port. No other information provided.